Event description:
It was reported that during the procedure, there was decrease in fiber vaporization efficiency at 122,381 joules. The case was completed with a second fiber. Patient outcome: "ok".

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture distal to the fiber/cap fusion zone. The metal cap was also found to have burnt on detritus and devitrification of the cap output window. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.